Event description:
Adverse event(s): "unexpected outcome" (postoperative refraction, unexpected). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]. A surgeon reported having a pt with an unexpected outcome following intraocular lens (iol) implant surgery. In a f/u, the surgeon reports the event continues due to residual astigmatism at an unanticipated axis.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested and received. (B)(4).